Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during a biomed testing, the device would intermittently not power up and when it did power up, it powered up in manual mode. Complainant indicated that there was no pt involvement in the reported malfunction.